Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and mesh and avaulta anterior and posterior were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 due to pop. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, and vaginal scarring. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced severe hydronephrosis, hematuria, urge and fecal incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, urgency, dysuria, severe cramping abdomen, recurrent urinary tract infections, nausea, and vomiting.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced nocturia, urinary hesitancy, incomplete bladder emptying, cystocele and ureteral stone.